Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: do any of the three devices used on case have visible pieces of sleeve torn from devices or is any part missing from devices? Did user see any pieces of devices fall into patient? If user saw pieces of devices fall into patient, were pieces of device retrieved? Was user able to account for all device components? Are all device components being returned for analysis? Was there any change to procedure or post-op patient care as result of issue? Follow up received from affiliate: nobody can tell if a tiny piece is missing because the blue rubber is badly torn. However, it is difficult like a puzzle to reconstruct it because it is elastic. The user is not sure if any piece fell into the patient. A tiny piece was hanging from the rubber which eventually got detached outside the body. We tried our best but no way to telling. We have it in a peel-pack. Waiting for return kit to be sent to account. Nothing changed except that we have to open another one.

Event description:
It was reported that during a hand assisted laparoscopic surgical (hals) colectomy procedure, the seal cap broke. There is a concern about polyurethane bits in the patient. Case completed with another device of the same product code.